Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A catalog and lot number could not be confirmed for this incident. D4. Medical device catalog #: unknown. Medical device catalog # was not reported; however, potential catalog numbers were provided. The information for these numbers are as follows: d4. Medical device catalog #: 368650. D4: medical device brand name: bd vacutainer® eclipse¿ blood collection needle pre-attached holder. D4. Medical device catalog #: 368651. D4: medical device brand name: bd vacutainer® eclipse¿ blood collection needle pre-attached holder. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using an unspecified bd vacutainer® eclipse¿ blood collection needle pre-attached holder, the safety shield fell off causing a used needle stick injury to the user. There was no other health impact or consequences reported. Reported verbatim: "I do not know which vacutainer was used so have given both details. Ref 368650 21g x 1-1 ¼ (0.8 x 32 mm) and ref 368651 22g x 1-1/4 (0.7 x 32mm). I have no information when these had been ordered as this is not something that I undertake. I am only trying to find out if there have been any reported instances of the safety guard coming off."